Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral percutaneous intervention, a balloon rupture occured. The 99% stenosed and calcified target lesion was located in the severely tortuous below the knee artery. A 2mm x 20mm x 143cm coyote balloon catheter was selected and advanced to treat the target lesion. During the first inflation the balloon ruptured at 7 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.